Event description:
After drilling 2.5mm drill and inserting the anchor on the same angle as the drill, the head of the anchor snapped off inside the inserter shaft, leaving the anchor in the humeral head. Pt had "good" bone quality. Another anchor was placed to complete the procedure.

Manufacturer narrative:
The device has not been returned for eval. (B) (4)